Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. The arterial access was confirmed to be in the common femoral artery. It was reported that the physician encountered a "significant amount" of resistance when inserting both the procedural sheath and the perclose a-t device. The physician believed the resistance was caused from the scar tissue in the groin. It was reported that the guide broke during insertion prior to achieving mark. The pt was taken to surgery for a cut down, device removal and repair of the artery with a suture. The pt was reported to be doing "fine" and was discharged approx two days later.